Event description:
The customer reported that during an infusion of dopamine, the pump switched off without any warning or alarm. The user became aware of the issue when the patient's monitor alarmed after their blood pressure dropped to 50/30 mmhg. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.